Event description:
A peritoneal dialysis patient caregiver reported that dialysis solution was leaking out of the cassette and into the cycler. Patient caregiver noticed fluid at the bottom of the cassette door when they removed that cassette; she noticed it was moist on the outside. Patient had no adverse effects and required no medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed; however, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformities during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.